Event description:
A customer reported experiencing a cartridge alarm, specifically alarm 20, which displayed a high blood glucose level without specifying the exact value. The customer managed the situation by administering a corrective injection via multiple daily injections (mdi) and did not require third-party assistance due to incapacity. Technical support resolved the issue by confirming the replacement of the customer's pump with a new unit that includes updated software. The customer was instructed on how to prepare the defective pump for return and understood the process, which included using a provided return box and pre-paid label, and returning the pump within 10 days to avoid billing charges. The customer acknowledged the need to program their settings and connect their continuous glucose monitor (cgm) to the new pump.